Manufacturer narrative:
Patient codes: 1849 not labeled internal file number: (B)(4). Correction: patient code 1849 is not labeled. Based on the additional information reviewed, a definitive cause for the reported patient effects of fatigue, pericardial effusion, and cardiac tamponade cannot be determined. The patient effects of hypotension, cardiac tamponade, atrial perforation and pericardial effusion as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Patient codes: 3271 labeled 1914 labeled 2226 labeled. 2511 labeled 1849 labeled. Internal file number - (B)(4).

Event description:
Subsequent to the previously filed report, additional information was received that one month after the mitraclip procedure, the patient had whole body fatigue and anorexia. Echocardiogram found the patient with mild mr grade and pericardial effusion and likely cardiac tamponade. Emergency pericardial drainage was performed removing approximately 700 ml of pericardial fluid. The patient was hemodynamically stable after the drainage. The echocardiogram confirmed that the gripper line was in the left and right atrium across the inter-atrial septum. In the opinion of the physician, the gripper line in the patient and pericardial fluid are possibly related and the gripper line may have damaged the atrial wall with the heart beat. No additional information was provided.

Manufacturer narrative:
Patient codes: 2206 labeled. Device codes: 1069 labeled. Internal file number - (B)(4). Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the previously filed report, additional information was received that the patient was diagnosed with heart failure one month after the mitraclip procedure. One side of the gripper line had been cut, but the other side fractured (broke) during the difficult removal. The gripper line coiled in the left atrium after it broke. The patient had low output syndrome due to cardiac tamponade. The patient was in the hospital from (B)(6) 2019 to (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed on the second mitraclip to report the stuck gripper line that remains in the patient. It was reported that this was a mitraclip procedure to treat the patient with grade 4 degenerative mitral regurgitation (mr), thickened leaflets and a large posterior prolapse. The first mitraclip was implanted without incident. The second mitraclip was deployed, but after approximately 1 to 2 cm of the gripper line (gl) was removed, resistance was met and the gl could no longer be removed. The gl was checked and there were no visible knots on the gripper line. The physician did not want to change to a new cds (clip delivery system) because the leaflet grasp was great and there was still the possibility to remove the gl after the cds was removed from the anatomy. However, after the cds was removed, the gl was still stuck; therefore, the excess gl was cut at the right femoral access site. The procedure was completed with mr grade 1. The patient will not require any additional medication for the gl left in the body as the patient was taking warfarin historically. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the patient effect of heart failure, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported gripper line break was due to the mechanical jam. Based on the subsequent information, a definitive cause for the reported patient effect of heart failure cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Device code 2017: incorrect method/failure to follow steps/instructions. The returned device was investigated and the reported mechanical jam was confirmed. Herniation was identified on one of the gripper line lumen coils. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported mechanical jam and the observed kinked lumen coils could not be determined. The incorrect method is due to the user error as the physician decided to continue the mitraclip procedure after the gripper line test failure which in-turn resulted in the reported patient effect of foreign body in patient as the gripper line had to be cut at the access site after experiencing inability removing the gripper line. The patient effect of failure to retrieve mitraclip system components (foreign body left in patient), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.